Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified an opening, wear abrasion, crease fold, yand ellow particles. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a crease smooth opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side due to a fold flaw opening.